Event description:
It was reported that after puncturing the vessel the wire twisted and the catheter couldn´t be inserted, requiring the patient be punctured and cannulated again. It was stated this happened in two cases with the same batch. No other information was provided. This report addresses the first of two cases.

Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redt1564 showed one other similar product complaint(s) from this lot number. The complaints for this lot number have been reported from the same facility in the czech republic.

Manufacturer narrative:
The manufacturer has received the sample and is pending evaluation. Results are expected soon. A lot history review (lhr) of redt1564 showed one other similar product complaint(s) from this lot number. The complaints for this lot number have been reported from the same facility in the (B)(6).

Event description:
It was reported that after puncturing the vessel the wire twisted and the catheter couldn´t be inserted, requiring the patient be punctured and cannulated again. It was stated this happened in two cases with the same batch. No other information was provided. This report addresses the first of two cases.